Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported hub leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As all products are 100% leak tested prior to packaging prior to release the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the inflation device was over torqued during connection to the hub resulting in the noted multiple cracks in the hub and the noted small separated piece from the proximal end of the hub thus resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of a 2.75 x 28 mm xience alpine stent delivery system, a leak was observed from the hub. The device was not used in the patient and there was no patient involvement. A new same size device was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.